Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleged the patient suffered elevated blood metal levels as a result of the implanted asr hip. (B)(4) 2012 - sales rep reported revision surgery on right hip due to pain and elevated ion levels. X-rays and part/lot were received. (B)(4) 2013 - patient;s operative records were received. No new information that would change the existing MDR decision for the left hip. Part/lot information was updated for the left hip. Operative records for the right hip indicate upon revision yellow/metallic fluid,corrosion, and pseudotumor were found in the hip.